Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2013. Approximately 9 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. The patient has suffered the following injuries including but not limited to pain. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2013. Approximately 9 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. Revision op report postoperative diagnosis: failed right total knee replacement with femoral component loosening and severe polyethylene liner wear. Operative findings revealed a well fixed tibial component and patellar component. The component was loose, being only held in position by a fibrous layer. There was severe wear on the medial side of the tibial polyethylene liner. There was no evidence of pitting or delamination. There was severe contained osteolysis in the medial femoral condyle greater than the lateral femoral condyle. The patient was taken to the recovery room in satisfactory condition there were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information received. D10. Concomitants: 2660290 02-010-01-0335 - logic femoral ps cem right sz 3.5. 2514492 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. 2603100 200-02-35 - three peg patella 35mm. 2627439 204-34-02 - fluted stem extension 25l x 14 mm. 1712931 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04753 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04753. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.